Manufacturer narrative:
(B)(4). The device was received with the top of the I-blade upper tip broken off not returned. The device was connected to the generator and it was recognized. Because the I-blade was damaged not all functional testing could be performed with the generator. The condition of the blade prevented the functionality of the jaw. The jaw was unable to cycle open and close. It is possible that the unexpected noise could be heard when the I-blade got damage. A probable cause of the damage to the I-blade could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a da vinci prostatectomy, a cracking sound was heard when the device was used to left lobe of prostate. The doctor commented that all people in an operating room thought the enseal was broken. Therefore, another device was used to complete the case. After that, the condition of the patient was changed so CT was taken. The condition was changed due to opiate addiction, and the patient became respiratory depression, so the patient changed hospital to treat. The sales rep checked the device and noticed the blade was broken off about 4mm from the tip. The doctor commented that there seemed no pieces fell into the patient as he saw cts. Gen11 was used. Now, the patient came back to the first hospital and being taken a wait-and-see approach. The patient is in recovery.